Event description:
It was reported that. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided.. Customer performed correction doses by pump and by injection, changed infusion set and cartridge, inspected infusion site, tubing, and connections without finding issues, and with guidance from technical support filled tubing, identified bubbles, and then loaded and used new cartridge, with plan to replace supplies as needed and resume insulin therapy.